Event description:
A male pt contacted lifecor customer support to report that he was changing the battery packs and now the device stopped working. The pt reported that there were bent pins in the battery chamber. The pt ended use because the physician released him from the device and implanted an ICD.

Manufacturer narrative:
Device manufacture date: monitor. Battery pack - 04/2008. Battery pack - 05/2008. Device evaluation summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.